Manufacturer narrative:
Follow-up information received on 18-dec-2015: follow-up attempts have been made with no response to date. Case closed. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented really bad cramping pains (constant abdominal pain/ sharp shooting pains all over entire abdominal area) and excessive bleeding. She underwent hysterectomy and one ovary was left. These events, seen as abdominal cramps and genital bleeding respectively, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering genital bleeding and pelvic pain may occur during essure use and the suggestive temporal relationship, causality between both events and essure use cannot be excluded and since an intervention was required (hysterectomy) this case is regarded as incident. Other non-serious event was informed. Based on available information, a relationship between the reported medical events and a quality defect is excluded. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055996) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert inserted on (B)(6) 2010. Concomitant medication included vyvanse and abilify. In early 2011, she started experiencing really bad cramping pains, excessive bleeding, constant abdominal pain, lower back pain and sharp shooting pains all over entire abdominal area. Exams were performed and determined that she needed to have a partial hysterectomy because the metal in the essure coils caused her to have an allergic reaction and that was the only way to remove it. She had only 1 ovary left. The product technical complaint investigation results which ptc number is (B)(4) was received on 14-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented really bad cramping pains (constant abdominal pain/ sharp shooting pains all over entire abdominal area) and excessive bleeding. She underwent hysterectomy and one ovary was left. These events, seen as abdominal cramps and genital bleeding respectively, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering genital bleeding and pelvic pain may occur during essure use and the suggestive temporal relationship, causality between both events and essure use cannot be excluded and since an intervention was required (hysterectomy) this case is regarded as incident. Other non-serious event was informed. Based on available information, a relationship between the reported medical events and a quality defect is excluded. Further information has been requested.

Manufacturer narrative:
Follow-up received on 03-oct-2016 from a lawyer (legal claim): case marked potential legal. In (B)(6) 2010 (previously reported as (B)(6) 2010) the consumer had two essure coils implanted into her body. Upon information and belief, after this procedure, she underwent the required hsg (hysterosalpingogram) procedure (the results were not reported). After the implant procedure, consumer began to experience pelvic pains and increased bleeding during menstruation. These symptoms start out minor and gradually increased in intensity. In (B)(6) 2012, she underwent a hysterectomy as definitive solution to the pain and bleeding that she suffered. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented really bad cramping pains (constant abdominal pain/ sharp shooting pains all over entire abdominal area) and excessive bleeding. She underwent hysterectomy and one ovary was left. Upon follow up receipt, this case became legal. These events, seen as abdominal cramps and genital bleeding respectively are anticipated in the reference safety information for essure. Considering genital bleeding and abdominal pain may occur during essure use and the suggestive temporal relationship, causality between both events and essure use cannot be excluded and since an intervention was required (hysterectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information, a relationship between the reported medical events and a quality defect is excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Internal correction done on 15-dec-2015 based on information received on 22-oct-2015 initial receipt date amended to 22-oct-2015.